Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the physician pulled back on the angio-seal evolution device and the string did not deploy. The physician pulled back as hard as he felt comfortable doing, and the suture did not unwind. The sheath was cut and manual compression was applied to successfully achieve hemostasis. The blood loss was reported as less than 250cc's. The patient was reported to be in satisfactory condition, and the procedure outcome was satisfactory.

Manufacturer narrative:
This report is being submitted as follow up report no. 1 to provide the completed investigation. One used angio-seal evolution was returned for product evaluation. The carrier tube assembly and hemostasis sheath were returned. No other accessory components were returned. Initial visual inspection revealed that 3.5" of suture remained outside of the carrier tube assembly. The carrier tube had been kinked 0.6625" from the distal tip. The button was hard and the gap between the two halves containing the gearbox assembly measured 0.0415". The device was then subjected to fluoroscopy where the drive gear was found appropriately seated and the gearbox assembly was seated within the grooves of the lower hand in the distal position. When attempting to locate the tamper tube, another kink was found in the carrier tube assembly beneath the hemostasis hub, and the imaging revealed that the rack had broken at one section in the carrier tube assembly. The rest of the carrier tube assembly tubing was imaged to find the tamper tube remained within the device. No other anomalies were noted. Post fluoroscopy, the handles on the device were removed. The gearbox assembly remained in the distal position. Four turns of suture remained on the spool and no other anomalies were noted with the suture. The portion of the rack on the gearbox assembly was removed, imaged, and measured to be 2.8075". The other section was removed and found to be in two sections; the first section measured 2.4810" and the second section measured 0.6600". There is no evidence that this event was related to a device defect or malfunction. The cause of the tamping issues experienced with the suture not deploying is likely do to the rack breaking. As there was a kink in the carrier tube assembly, likely off axis forces were applied to carrier tube assembly and sheath which led to the damage to the rack. The origin of these off-axis forces is unknown.